Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the blade have visual damage; scratched or cracked? Did the blade or a portion of the blade completely break off (detached)? If yes, was the piece retrieved? If yes, is the broken piece returning with the device or was it disposed of? Customer told us that the active blade was broken at its base et got detached from the device. The piece has been retrieved and send for analysis.

Event description:
It was reported that during an unknown procedure that two devices got broken blade. No more information about. A third device was used to complete the case. No patient consequences.